Manufacturer narrative:
(B)(4). Result of examination: the examination was performed by (B)(4). We received one perfusor space for evaluation. We measured the flow rate of the equipment in three different points of flow 25 ml/h, 50 ml/h an 100 ml/h and the pump does not show any flow deviation. The device operated as intended.

Manufacturer narrative:
(B)(4). The device will not be returned to (B)(4) for investigation. The investigation results are requested from the sale organization. A follow-up report will be provided when the inspection results are available. (B)(4).

Event description:
As reported by the user facility (translation of user facility information by (B)(4)): according to the customer complaint: "infused different of the programmed (bbraun perfusor syringe 20 ml were used). Correct programming: 10 ml in 1 hour."